Event description:
It was reported that the customer was hospitalized for high blood glucose of 450mg/dl. The spouse stated that the customer's glucose started to increase during exercise. It was stated that the customer also has a cold. Troubleshooting was performed. Ran a fixed prime and the insulin exited. The programming on the insulin pump was correct. It was stated that the customer changes the infusion sets every three days. The spouse stated that the customer has scar tissue and has reds bumps sometimes. Performed a high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.